Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50e serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent an explant procedure due to discomfort at the pocket site. The physician explanted the entire system and the patient is reportedly doing well.

Event description:
A report was received that the patient underwent an explant procedure due to discomfort at the pocket site. The physician explanted the entire system and the patient is reportedly doing well.